Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the transpore plastic tape. Patient reported that the tape has caused damage to her skin while using it. Patient reports upon removal it actually rips her skin off and has irritated her skin. Patient confirmed its both the plastic and paper tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).